Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. (B)(4).

Event description:
A physician reported during a laser assisted cataract surgery, the laser performed as expected cutting the capsule and breaking the lens, however, after the operation he noticed the opening was only partial. After inserting fluids into the capsule, the lens dropped and required additional surgery by a retina surgeon. According to the surgeon, he was not too surprised because the patient had weakness of the capsule.

Manufacturer narrative:
With no additional, related information provided, the customers reported event was not able to be confirmed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).